Event description:
The pt reportedly experienced facial nerve stimulation. The pt was seen at the clinic for eval and equipment troubleshooting. It was determined that the pt was experiencing overly loud stimulation and intermittencies. The reported problem was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.